Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary:tf (B)(4) battery communication error during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:tf 431008, 231012, 231023, battery communication error during start-up.